Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch field (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for tp2 total protein gen.2 (tp) on a cobas 8000 c (701) module - c701. No erroneous results were reported outside of the laboratory. The customer also mentioned that quality control values for triglycerides were approaching the lower end of the control range, although they were still within range. The test was re-calibrated and fresh controls were run. Controls then recovered close to target values. The sample was initially run with a decreased sample volume, resulting with a tp value of 54 g/l. The sample was repeated and the result was 70 g/l, which was considered normal. No adverse events were alleged to have occurred with the patient. The tp reagent lot number was 22344201, with an expiration date of 31-may-2018. The customer had another reagent which was manufactured by a different company loaded on the analyzer. Since it was possible for this other reagent to cause carryover, a special wash was then installed on the analyzer for the tp assay. After installation of the special wash, controls were tested and these were within range. All patient samples and controls were repeated after installation of the special wash and results were normal again. Based on the available information, a general reagent or instrument issue could be ruled out. The investigation was unable to find a definitive root cause.